Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to generator change procedure, no sensing, no capture at maximum output, and low pacing impedance was observed on the atrial lead. The physician was informed and planned on replacing the lead, however, a venogram revealed an occluded vein. The physician opted leave the lead implanted and reprogram the device to deactivate the lead. The patient was stable.